Event description:
It was reported that during inspection for use, the plastic covering on the ultrasonic probe was pulled apart, and it was noted that the wires were frayed. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3, h4 the device was returned to olympus for inspection. The reported issue of separation of the plastic covering on the ultrasonic probe and frayed wires were confirmed. During the evaluation, additional reportable malfunctions were identified. The probe¿s cable unit was found to be critically damaged, including a section where the protective cover had detached. The probe tip was also noted to be crushed. Based on the investigation results, the probable cause of the complaint is cause not established. The findings did not lead to a definitive conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.